Event description:
It was reported that the intra aortic balloon was placed in a 74 y/o male post coronary artery bypass graft. When removal of the intra aortic balloon was attempted, difficulty was encountered and surgical removal was required. There were no add'l complications.